Event description:
It was reported, high out of range defibrillation impedance was noted on the device. Furthermore, the device was subject to the ellipse implantable cardioverter defibrillator advisory of 20 jun 2019. The device was explanted and replaced. During the box change, the right ventricular lead was capped and replaced as it was unknown which caused the high defibrillation impedance. The patient was stable. Related manufacturer report number: 2017865-2021-36855.